Event description:
Catheter was placed in 2001. Catheter found with a nick/slice in the proximal end of limb a. The patient received treatment the day before-no problems noted 2002, but noticed blood on dressing the following day. The dressing was removed and appeared to be intact. Patient is stable, line was removed and another line re-inserted in 2002.